Event description:
Toxic shock syndrome from using playtex regular absorbency scented tampon. Admitted to hospital with dehydration, vomiting, 103.2 temperature and kidney failure. Within 24 hours, had adult respiratory distress syndrome, sepsis, rash, and began having heart failure. This proved to be fatal. Dose or amount: 1 tampon. Frequency: 4 to 6 hours. Route: vag. Dates of use: (B)(6) 2010. Diagnosis or reason for use: menstrual cycle.